Event description:
User alleges introducer could be inserted without any problems. The needle could be advanced without noticeable contact with bones. During removal of the needle, loss of resistance was observed. The spinal needle was broken. Localization of the remnant part of the needle with x-ray. The remnant could be removed without complication.